Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a perclose proglide device after a percutaneous coronary interventional procedure. Reportedly, three days later ,the patient complained of pain in the leg. A 50% to 70% stenosis was confirmed by angiography at the puncture site. Surgical intervention was performed to treat the stenosis. The surgical procedure was performed under general anesthesia. There was no adverse sequela. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.